Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a blood glucose value of 40 mg/dl. The customer reported critical pump error, damaged battery cap, blank display, lost sensor signal. The customer visited emergency room to treat hypoglycemia. The event involved product(s) mmt-1884, unomedical, 78893-01, mmt-332a, mmt-6102. Troubleshooting was performed for critical pump error and reported no damage to pump. Troubleshooting was not performed for hypoglycemia. It was unknown whether the customer was using insulin pump within 48 hours of reported event. It was unknown whether the customer was using auto mode/ smart guard feature at the time of reported event. Troubleshooting was performed for battery cap damage and confirmed damage to metal contact. Troubleshooting was performed for blank display and confirmed that the customer did not call back with blank display after receiving a new battery cap. Troubleshooting was performed for lost sensor signal and confirmed that customer reported loss of communication between the sensor and the pump. No further patient complication was reported. The customer will discontinue the use of pump. Product mmt-1884 will be returned. No product return is required for unomedical, 78893-01, mmt-332a. Product return is not applicable for non physical device mmt-6102.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to verify pump over delivery, lost sensor signal and perform the displacement test, dat, rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. No blank display during testing. Successfully downloaded history files and traces using thump and in the detailed trace found three pump error 53 alarm (file ID: 174, line ID: 396) on 03/03/2026, first at 04:56:51.000, second and third at 04:57:05.000. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 03-mar-2026 listed on smartsolve due to insufficient data in the trace/history files. Unable to download carelink due to critical pump error (open book image) alarm. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. Pump was cut open and no moisture damage on the electronic assembly, motor and force sensor during the visual inspection. The sc1 cap locks properly into the reservoir compartment. Pump received with pillowing keypad overlay, cracked down button keypad overlay and scratched case during the visual inspection. Blank display and battery cap damage not confirmed. Unable to verify pump over delivery and lost sensor signal due to critical pump error (open book image) alarm. Unable to verify customer alleged for low bgs. Unable to download carelink due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to pump error 53 alarm. Pump error 53 alarm confirmed due to software error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.